Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2019 it was reported that the patient was obtunded on respiration after arriving in the emergency room. The patient's pump was refilled 3 days prior to the date of the report. The hcp stated that it might be other things involved with the situation, but wanted to turn the pump off. No further complications were reported.